Event description:
From staff: 6fr proglide did not function properly. From operative report: I then attempted percutaneous access of the left groin and unfortunately the perclose became lodged within the artery wall and was unable to be retracted or fully deployed. At this point I emergently cut down on the left groin using a 10-blade scalpel followed by electrocautery. Pressure was held over the area to maintain hemostasis while a complete standard dissection was made of the common femoral artery. At this point the perclose was able to be released from the artery and the arteriotomy was closed using a 5 0 prolene.